Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2017. At the catheter revision on (B)(6) 2017, a culture of cerebrospinal fluid (csf) was taken. The culture was positive for meningitis. The patient was being treated with antibiotics.

Manufacturer narrative:
H3: the pump was returned for analysis. Analysis of the pump found no anomaly.

Event description:
Additional information was received from a manufacturer representative on 2017-feb-17. It was unknown when the patient first started to experience the worsening spasms and withdrawal like symptoms. The healthcare provider (hcp) was unable to aspirate the catheter through the catheter access port (cap) was stated as the results of the (B)(6) study. The patient was prescribed oral baclofen. The cause of the worsening of spasms, withdrawal like symptoms, and the concern the catheter was dislodged was unknown. The issue had not been resolved.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen 2000mcg/ml at 1400mcg/ml via an implantable pump. The indications for use were intractable spasticity. It was reported the patient was experiencing worsening of spasms and withdrawal like symptoms. Per the healthcare provider they had checked the logs and do not see an issue. The healthcare provider had ordered an x-ray of the patient¿s abdomen and were calling for compatibility. The reporter stated that the patient had fallen backwards in their wheelchair a few weeks ago so he was concerned about dislodging the catheter. Additional information received reported that a dye study was planned for (B)(6) 2017. Surgical intervention did not occur and it was unknown if surgical intervention was planned. The issue was not resolved at the time of the report and the patient status was noted as alive, no injury.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for analysis. It was stated that the pump was at end of life (eol). No additional details were provided.

Event description:
Additional information received from the representative reported the catheter was discarded by the surgeon at the time of the revision, so it would not be returned for analysis. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.